Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had an e.08 blood pump alarm during patient treatment. The blood pump stopped working when the e.08 alarm occurred, and the patient's blood was not returned. The patient's estimated blood loss (ebl) was approximately 100 ml. The patient was transferred to a different machine to complete their treatment. There was no report of patient injury or any adverse effects due the reported incident, and there was no reported medical intervention. During follow up, it was revealed that the clinic manager (cm) was unaware of the reported issue and was unable to provide patient information. The biomed also couldn't supply patient information. The machine was pulled from service for evaluation. The biomed replaced the blood pump motor and the lp955 circuit board to resolve the reported issue. Upon follow up with the biomed, it was confirmed that the machine was returned to service and there have been no further issues or reoccurrences. No parts were expected to be returned for evaluation.